Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Diabetes clinical manager reported via phone call that the customer's mother complained about the insulin pump having insulin smell. She stated that the customer's mother went to the clinic to download the insulin pump's data and the educator informed her that there was insulin in the insulin pump when they took out the reservoir. Customer's blood glucose value is unknown. The manager did not have the device or account information. She stated that the customer's mother wanted the device replaced. She was advised to have the customer's mother call to troubleshoot the device and determine if it needs to be replaced.